Event description:
It was reported that multiple episodes of non-sustained oversensing were observed due to post-paced t wave oversensing. Programming changes were made. Patient will be followed up normally. Device remains implanted.